Event description:
Customer reported that the numbers on the insulin pump continued to ramp up without input when attempting to deliver a bolus. Customer could not recall any significant event leading to this alarm. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.